Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral vein was achieved with two proglide devices using the pre-close technique via an 8f sheath prior to an atrial fibrillation ablation interventional procedure. The sheath size was upsized to 14f and the atrial fibrillation ablation procedure was completed. Reportedly, during knot advancement, the suture of the first proglide device at the 10 o'clock position was pulled too hard and the whole suture came out with the knot intact. No vessel damage occurred. Knot advancement with the suture of the second proglide at the 2 o'clock position was successful. Hemostasis was achieved with the suture of the second proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.